Manufacturer narrative:
This report is for an unknown reamer head/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 a patient underwent removal of a cephalic marrow nail from another provider that had been placed approximately 7 months ago. During the removal procedure, before use of the reamer/irrigator/aspirator (ria) system, a portion of a drill was found in the medullary canal that had been left for some time in a cephalocele nail from another provider which caused osteomyelitis and therefore synthes equipment is requested to wash the medullary canal. The ria system worked very well initially, but at certain point, during milling of the spinal canal with the ria system, the cutter collided with a bit portion that is lodged in the spinal canal, causing breakage of the ria drive shaft and reamer head. Fortunately, the system managed to achieve the goal of washing the spinal canal before being damaged. The endo medullary guide was extracted. Procedure was completed successfully without any surgical delay. Patient outcome is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown reamer head. This is report 2 of 2 for complaint (B)(4).

Event description:
Update 08/14/2019: it was reported that the drill inside the patient was not a synthes product.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: update information provided for reporting, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.